Event description:
It was reported to philips that the surgical screen was "stuck". The system was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the surgical screen was stuck and not moving. The rse checked the system and sent a quote to obtain the device evaluation, repair, and operational status service to the customer. No work has been performed by philips as the customer didn't approve the quote. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.